Event description:
Additional information provided on (B)(6) 2012 indicated that the was never inserted into the patient. During the preparation of the device the occlusion balloon wire was inserted into the adapter and inflated and removed from the adapter to check for leaking. No issues were noted. The occlusion balloon wire was then re-inserted into the adapter for deflation; and the occlusion balloon would not deflate. The device was not used for the procedure.

Event description:
It has been reported to us that the occlusion balloon would not deflated when required during the procedure. The occlusion balloon wire was used for cas case. The test inflation and deflation of the product was performed and worked correctly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery system and after stent deployment the physician attempted to deflate the occlusion balloon but it would not deflate. The physician attempted a second time to deflate the occlusion balloon and it still would not deflate. The physician used the method referenced in the instruction for use and cut the hypotube at distal part of goldmarker to deflate the occlusion balloon successfully. The procedure was completed without any complications to the patient.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device was returned and evaluated. Additional information provided indicated that the device was not used inside the patient. Visual examination of the returned device revealed that the occlusion balloon material was partially inflated. The plug wire is slightly kinked 1.5cm to proximal to the hypotube. An attempt to inflate and deflate the occlusion balloon was performed and the occlusion balloon would not deflate when attempted. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is inconclusive for would not deflate; due to the condition of the returned device. The analysis is complete as of (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.